Manufacturer narrative:
Weight: (B)(6). Device evaluated by MFR: the device was returned without the distal shaft/tip. The collar and hypotube were microscopically and visually inspected. Inspection found a complete separation of the distal shaft/collar. Inspection of the rest of the device found no other damage or irregularity.

Event description:
Reportable based on device analysis completed on 18apr2019. It was reported that the device could not cross the lesion. The 90% stenosed, 3.0mmx12mm, target lesion containing a 90 degree bend located in the tortuous and eccentrically calcified left anterior descending artery. A 145, 5-in-6 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No complications reported and the patient's condition was stable. However, analysis revealed a complete separation of the distal shaft/collar.